Event description:
Additional information reported that the patient had x-ray and the pump seemed to be working okay. A dye study was performed on (B)(6) 2012, "champagne like bubbles when withdrawing." Catheter revision was done on (B)(6) 2012. The patient status was no injury.

Event description:
Additional information was reported that the catheter event was unknown issue. There was no patient injury. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter (8709sc) ((B)(4)) found sc connector coring-tear-cuts in seal. There were indentation cuts or tears seen in the sealing surface of the sc cup connector of segment 1. Also during pressure testing leak was seen from the sc connector of segment 1. A leak was also seen on the catheter body of segment 2. The technician noticed a hole that was likely created by a slice cut. This is likely done during explant. The anchor was damaged as returned. This was likely done during explant also.

Event description:
It was reported a change in therapy effects. Patient responded well to intervertebral differential dynamics (idd) therapy from implant until around (B)(6) 2011, then started showing an increase of tone. Reporter "thought" drug concentration was changed from 1500 to 2500 at that time. It was unsure if the drug was lioresal or compounded baclofen before the change. Pump was not alarming and "they typically removed what is expected at refills." A dye study may be done to check the catheter. Additional information received reported that patient was scheduled for a catheter revision due to unknown catheter issue. The device system was used to deliver baclofen (gablofen).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).